Manufacturer narrative:
Follow-up #1: date of submission 12/28/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: the black box shows the last basal delivery was on (B)(6) 2015 22:48 prior to a cs-064-0001 at 22:49. The pump was then manually suspended at 23:40, deliveries never resumed. On (B)(6) 2015 18:07 an occlusion alarm was recorded; deliveries resumed at 21:15. On (B)(6) 2015 04:45 an auto off warning was recorded; deliveries resumed at 09:23. The tdd¿s add up correctly and reflect the users programmed basal rates. On (B)(6) 2015 04:45 an auto off warning was recorded; deliveries resumed at 09:23. The tdd¿s add up correctly and reflect the users programmed basal rates. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings (inaccurate delivery) issue. The reporter stated that the patient experienced a blood glucose (bg) of 32mmol/l with slurred speech. Customer support advised the caretaker to take the customer to the emergency room for medical treatment. The caretakers will call back to troubleshoot the pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.